Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found on the port cap of a 500ml exactamix eva tpn bag. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual and microscopic inspection revealed dark embedded particulate matter on the additive port assembly near the cap/septum retraining ring. The particulate matter was approximately 0.50 square millimeters in size and was not in the fluid path. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.